Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was depleting abnormally. Analysis showed that the device was high rate atrial sensing at an average rate of 308 beats per minute (bpm). High rate atrial sensing can cause an increase in power consumption. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The product has been received for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The product has been received for analysis. If information is provided in the future, a supplemental report will be issued. The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was depleting abnormally. Analysis showed that the device was high rate atrial sensing at an average rate of 308 beats per minute (bpm). High rate atrial sensing can cause an increase in power consumption. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was depleting abnormally. Analysis showed that the device was high rate atrial sensing at an average rate of 308 beats per minute (bpm). High rate atrial sensing can cause an increase in power consumption. The device remains in service. No adverse patient effects reported.